Event description:
Removed the old aus (artificial urinary sphincter). No fluid found in indwelling aus, may have been malfunctioning due to leak. Initially the new system appeared to be working fine but now the patient is leaking urine just as bad as before the surgery.